Manufacturer narrative:
Although requested, no pt info was provided.

Event description:
During pt use, an 'o2 sensor error' occurred. Calibrating the o2 sensor could not solve the issue. This issue was resolved by replacing the o2 sensor. The pt was manually ventilated before being transferred to another ventilator. There were no reported adverse pt effects.